Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
It was reported that the ventilator had an alarm. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the oxygen regulator and data acquisition board to address the reported issue.